Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the entire amount of sample in wall positions 7 and 8 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.